Event description:
It was reported to bsc/target that the gdc coil got stuck into fastracker-10. The target of procedure was basilar artery tip. The coil (gdc 10 3d) got stuck into the fastracker 10 while advancing coil toward target. This procedure went successfully with another unit. Upon eval it was discovered that the gdc main coil had been broken, therefore this complaint was filed as an MDR.